Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection, the reported issue in b5 was confirmed due to clogging of channel tube, foreign objects came out of distal end and the channel cleaning brush could not be inserted smoothly. Additionally the following non-reportable findings were discovered; due to wear of the angle wire, the play of the right/left knob was out of the standard value, the light guide lens was shaved and the objective lens had a minor scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope's working channel was getting narrow and it was difficult to insert. There were no reports of patient harm. The device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the suction channel. This report is being submitted for the malfunction found during the device evaluation.